Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable inserted into an off-label insertion site on (B)(6) 2026. The patient was using a tandem t: slim x2 insulin pump at the time of the event. On (B)(6) 2026, the patient reported that the cgm was displaying glucose values between 120 and 135 mg/dl. While on his lunch break at work, the patient experienced a feeling of weakness, which he attributed to recent recovery from the flu. Given that the cgm readings were in the 130 mg/dl range, the patient drove a short distance to a nearby gas station to obtain food. After arriving at the gas station and exiting his vehicle, the patient lost consciousness and collapsed. A store employee contacted emergency medical services (ems). Upon arrival, ems measured the patient¿s fingerstick blood glucose (fsbg) at 35 mg/dl, while the cgm reading on the patient¿s phone continued to display approximately 120 mg/dl. Ems administered glucose tablets and provided a regular soda from the patient¿s lunchbox. The patient regained consciousness while in the ambulance. Due to the fall associated with the loss of consciousness, the patient experienced head and shoulder pain and was transported to the emergency room (ER) for further evaluation. In the ER, the patient was diagnosed with a concussion and remained under observation for approximately 4-5 hours. He reported receiving acetaminophen (tylenol) for pain related to the head and shoulder injuries. The patient also stated that intravenous fluids had been initiated by ems and did not recall receiving additional glucose treatment during his ER stay. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values taken on 03/10/2026 when ems arrived fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid on 03/11/2026. No additional patient or event information is available.